Manufacturer narrative:
Philips has investigated this complaint. Log file analysis was performed by a philips remote service engineer (rse) and identified an issue with the system's image processing pc (ippc). As customer declined service, no onsite analysis of the system was performed and no further root cause identification was possible. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.